Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the top jaw overmold is melted and missing plastic on the jaw. The device continuously generated a regrasp alarm and a seal cycle could not be completed. The investigation found slight scratches on the back of the jaw and arcing damage to the seal plate. The overmold plastic was also partially damaged and missing on the top jaw. The missing piece was not returned with the device. The damage to the ligasure jaw and overmold plastic is consistent with grasping a metal object during activation. The investigation identified the root cause of the reported event to be user error. The instructions for use states, contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a seal issue. There was no seal, no end tone heard but a regrasp alert was noted. There was no evidence of the energy delivery. Medtronic's initial investigation found jaw overmold missing. The customer confirmed that the handpiece's jaws broke off during the procedure, but it did not fall into patient cavity. No information about the patient's condition.